Event description:
In 2009, the patient underwent a c4-c5 corpectomy. During the surgery, the patient experienced bleeding at an estimated blood loss of 700 cc. The patient received a blood transfusion due to the blood loss.

Manufacturer narrative:
The product was not explanted. Device manufacture date is unknown. Evaluation is pending.